Event description:
It was reported that after the surgeon attempted to insert an aq2015a three piece silicone lens and the lens got caught in the slit of the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation codes: results - (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion: (other) - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for these or similar incidents include both delivery system issues and possible handling error by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.